Event description:
During testing by a female zoll medical service technician, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please note that the device was connected to a patient that had a pulse, the devices indications for use instructs user s to apply product to patients who are pulseless.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.